Manufacturer narrative:
Verified that the display was missing segments. Isolated the problem to the universal interface (ui) printed circuit board (pcb). Replaced the ui pcb and the unit passed testing.(B)(4)

Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.